Event description:
Medtronic received information regarding an axium coil that had resistance/was stuck in the catheter during delivery. It was reported that the axium coil and all accessory devices were prepared according to the instructions for use (IFU). The coil was carefully introduced in the microcatheter but after introduction, the coil could not pass. It was noted a "wider jacket" was tried but also did not work. The coil was then replaced with another of the same size which was used successfully without issue. The cause was not determined but it was thought that the coil may have been damaged or contaminated with fibers causing the resistance since the replacement of the same model was used with no problem; however this was not confirmed. Patient outcome was reported as alive with no injury.

Manufacturer narrative:
This event is reported at this time based on analysis findings which indicated a reportable issue. H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5 as found condition: the axium prime coil was returned for analysis within a shipping box; within a resealable plastic biohazard pouch; within a dispenser coil and within an introducer sheath. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The axium prime pusher was found broken at the positive load indicator. The axium prime implant coil was found detached from the pusher within the introducer sheath. The implant was found damaged within the introducer sheath. No fibers were found on the axium prime device or within the introducer sheath. Testing/analysis: the axium prime coil could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, or tortuous anatomy. The returned axium prime implant coil was found damaged. There was no reported issues or damages found with the device during preparation per IFU, therefore, it is likely the damage occurred when resheathing the device following preparation or due to advancing against the reported resistance. Customer report of ¿fibers¿ could not be confirmed. No fibers were found on the device that would contribute towards the resistance. The pusher was found broken at the positive load indicator. It is likely the break occurred after the dev ice was resheathed following the resistance as the implant would have detached within the micro catheter otherwise. The root cause of the reported failures could not be determined. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.